Manufacturer narrative:
H6: investigation summary: no product or photo was returned, by the customer. The customer complaint of trifuse leaking from the filter could not be verified, due to the product not being returned for failure investigation. Device history record review for model#: mz9270, lot number#: 20106709 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set. The root cause of this failure could not be identified, without a failure investigation.

Event description:
It was reported, that the bd maxzero¿ multi-fuse extension sets. With needleless connector experienced, leakage from the filter. The following information was provided by the initial reporter: customer called, in to report. That they continue to have issues with material #: mz9270, lot#'s 20106709, 2302943. Where trifuse is leaking from the filter.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension sets with needleless connector experienced leakage from the filter. The following information was provided by the initial reporter: customer called in to report that they continue to have issues with material # mz9270 lot#'s 20106709 2302943 where trifuse is leaking from the filter.